Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The patient provided additional information indicating that the cause remains unknown, but believed it was the phone call received while recharging. The patient added that the heat/warmth from the implant dissipated after the phone call, which lasted about 10 minutes. The patient confirmed that the warmth came from the implant itself, felt more than "skin deep," and that it was an isolated experience.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that there was warmth while recharging. Caller said they were in the process of recharging their implant and they got a phone call on their iphone and put it on speaker and within 10 minutes it seemed like the stimulator got uncomfortably warm. Caller said as soon as they hung up it seemed to dissipate. Caller is wondering if we have had any reports of this before. Agent reviewed implantable neurostimulator (ins) recharging information.